Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: during investigation, all the keypad buttons responded appropriately. The keypad was found intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the key contacts. Unrelated to the original complaint, a leak was found due to the cracked pump case. Moisture was found all over the inside of the pump, especially on the display connector and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).